Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital with a blood glucose of 456 and diabetic ketoacidosis that was identified as life threatening by a healthcare worker; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.